Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used near the gastroesophageal (ge) junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6). According to the complainant, during the procedure, the clip grasped and locked onto tissue, but had difficulty releasing from the catheter to deploy. Reportedly, the catheter had to be pulled back and the clip eventually released onto tissue. The procedure was successfully completed at this time. There were no patient complications reported as a result of this event.